Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('fragments attached to their colon') and device breakage ('fragments attached to their colon') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of essure device). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('fragments attached to their colon') and device breakage ('fragments attached to their colon') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of essure device). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.